Event description:
It was reported that the pump battery was depleting too fast, leading to a pump shutdown. The customer's blood glucose level exceeded 500 mg/dl, reaching a value of 560 mg/dl - high. The customer addressed the high blood glucose by taking a corrective injection via multiple daily injections and did not require assistance from a third party. Technical support educated the caller that it is normal for a battery to deplete by 15-35% per day, which the caller understood and acknowledged.